Manufacturer narrative:
Summary of event: as reported, during a carotid artery clean out/removal of calcification and plaque, a flexor shuttle tibial guiding sheath's hub separated. Access was obtained through the femoral artery. Upon removal of the sheath, the hub broke off from the sheath. The hub was used to remove the device from the patient. The dilator was not in place upon removal of the sheath; however, an unspecified wire guide was. The remaining sheath was successfully removed manually from the patient and the procedure had already been completed with the device. Per the physician, the calcified anatomy caused the hub to separate. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complainant returned one used flexor shuttle tibial guiding sheath for investigation. Physical examination of the returned device found that the sheath was received with the hub already separated. No sheath material was noted inside the hub. The sheath had pulled out from the hub with the flare intact. At approximately 47 centimeters from the proximal point of the flair, a kink was noted. At approximately 54 centimeters from the proximal point of the flair, waviness of the shaft was noted. The distal tip was slightly out of round. A document-based investigation evaluation was also performed. No related non-conformances were found, and there have been no other reported relevant complaints for this lot number. The device instructions for use states, "avoid applying traction to the hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that patient anatomy and an unintended user error was the cause of the device failure in this incident. The dilator was not in the sheath when it was removed, and the sheath hub was used to pull the device from the patient. The patient also had calcified anatomy. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a carotid artery clean out/removal of calcification and plaque, a flexor shuttle tibial guiding sheath's hub separated. Access was obtained through the femoral artery. Upon removal of the sheath, the hub broke off from the sheath. The hub was used to remove the device from the patient. The dilator was not in place upon removal of the sheath; however, an unspecified wire guide was. The remaining sheath was successfully removed manually from the patient and the procedure had already been completed with the device. Per the physician, the calcified anatomy caused the hub to separate. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.